Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a customer medwatch #mw5058118 stating that small black areas were found in a capped portion of tubing on the side panel of the sorin heater-cooler system 3t during quarterly scheduled maintenance. This was the first quarterly maintenance performed on this unit and the customer stated that the cleaning procedure had been followed according to the IFU in the months prior to performing the maintenance. No patient involvement has been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a customer medwatch #mw5058118 stating that small black areas were found in a capped portion of tubing on the side panel of the sorin heater-cooler system 3t during quarterly scheduled maintenance. This was the first quarterly maintenance performed on this unit and the customer stated that the cleaning procedure had been followed according to the IFU in the months prior to performing the maintenance. No patient involvement has been reported.

Manufacturer narrative:
Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The reporting facility has reported that they are unable to disclose any information regarding potentially contaminated heater-coolers devices due to ongoing litigation. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). No information provided by customer.